Manufacturer narrative:
Jovin, t. G. Et al. (2015). Thrombectomy within 8 hours after symptom onset in ischemic stroke. The new england journal of medicine, 372, 2296-2306. Doi:10.1056/nejmoa1503780. The solitaire devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00411. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after solitaire thrombectomy. The purpose of this article was to assess the safety and efficacy of thrombectomy for the treatment of stroke. The authors conducted a trial in which 206 patients who could be treated within 8 hours of onset of acute ischemic stroke symptoms were randomly assigned to be treated either with medical therapy + endovascular therapy (solitaire stent retriever) or medical therapy alone. Of the 206 patients, 103 patients underwent medical therapy as well as solitaire thrombectomy; of the solitaire patients, 55 were male and the mean age was 65.7 years. Of the 103 patients in the solitaire group, 19 patients had died as of 90 days post-procedure. Ten of the patients died within 7 days of the procedure.